Manufacturer narrative:
The carefusion failure analysis technician examined the main pcba coldfire and found that the zero ¿0¿ calibration of the exhalation differential transducer pt802 failed to calibrate. The event log contains many transducer faults. The unit¿s event log also, contains low pip, low ve, and circuit disconnect. Duplicated, transducer fault exhl diff: 4075 failed, complaint allegation. This issue is addressed in an internal correction.

Manufacturer narrative:
Per information provided by the distributor, carefusion technical support determined that the reported event was most likely caused by a faulty main printed circuit board assembly. The distributor was shipped a replacement main printed circuit board assembly. A returned goods authorization (rga) number was also issued for the return of the alleged faulty main printed circuit board assembly for evaluation. As of august 4, 2015, carefusion has not received the alleged faulty main printed circuit board assembly.

Event description:
This complaint originated from a foreign distributor in (B)(4). The distributor reported getting the following error messages: "xdcr fault", ""exhl diff: 4075 failed", on one of their ventilators. The ventilator was not on a patient at the time of the incident.